Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor would not power on. The cause for the failure was isolated to contamination on the c/a and defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of battery sn 86239635 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's monitor was unable to power on.